Event description:
It was reported that just prior to a total abdominal hysterectomy procedure, the machine received an error code 3. When instrument was removed from the device, from the 4-40 stud broke off. A competitor's device was used to complete the case with no patient consequence.